Manufacturer narrative:
Initial.

Event description:
It was reported that during participation in the ilet experience study the patient experienced a low blood glucose event and stated feeling dizzy, with no device-specific problem or component implicated. Symptoms included dizziness consistent with hypoglycemia. Outcomes included effects that could not be further characterized based on the available information. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and no identifiable device malfunction or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.